Manufacturer narrative:
The ge rep found the system is operating as intended. It turns out that they shut down and unplugged system before full shutdown. This causes extra long boot up on first boot after this is done. System booted up after that at normal time. System operates as intended.

Event description:
The customer reported the unit would not boot up. No pt injury was reported.